Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at c3-4 on (B)(6) 2026. Patient had symptoms consistent with stenosis and kyphosis, and implant subsidence was seen on imaging. The vivo was removed on (B)(6) 2026 and replaced with a three level acdf. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided that showed implant subsidence. There were no anomalies identified during the complaint investigation. The removal was completed due to implant subsidence. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (76yo, male) was implanted with a pdc vivo device at c3-4 on (B)(6) 2026. Patient had symptoms consistent with stenosis and kyphosis, and implant subsidence was seen on imaging. The vivo was removed on (B)(6) 2026 and replaced with a three level acdf.